Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe with needle before taking solution, it was found that black foreign matter in barrel.

Manufacturer narrative:
Investigation: bd has been provided with a photo and sample for catalog 307947 lot 1810130 to investigate for this record. After analyzing the photo and sample, the foreign matter was identified as printing foil particles outside the fluid path. As a result, bd was able to verify the reported issue. The process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. When this situation happens, the machine stops automatically and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel. The reported nonconformance is caused by a defective foil reel and human error. DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that before use of the bd¿ syringe with needle before taking solution, it was found that black foreign matter in barrel.